Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
The core impaction drill was returned to stryker instruments for service. During functional testing by a service technician, it was found that there was something coming out of the nose cone of the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event was duplicated. Upon disassembly for visual inspection the service technician observed spindle housing with corrosion or debris. A spindle housing with corrosion or debris can cause or contribute to leaking symptoms.

Event description:
The core impaction drill was returned to stryker instruments for service. During functional testing by a service technician, it was found that there was something coming out of the nose cone of the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.